Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak at the upper fitment was confirmed. A pinhole was found on the silicone segment at the upper fitment. Crush marks were also noted on the upper fitment. The root cause for the reported issue was not identified. The known failure modes for leaks in the silicone segment near the upper fitment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build of this set model# for the failure mode reported.

Event description:
Customer reported leak at the top of the pumping segment. This occurred while the patient was ambulating. The IV tubing was replaced without further incident. The event did not cause patient harm. No additional information was provided.